Event description:
Info received indicates the brake will set but does not hold.

Manufacturer narrative:
The technician found the hex rod screw was broken on the hex rod. He replaced the head end hex rod and screw to repair the bed.